Manufacturer narrative:
Section a2, a4, and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) "would not load properly" in the cartridge, "stayed folded", and was "twisted in the cartridge", which was visible and not able to be used for the patient. The lens was completely folded over and stuck together in the cartridge; "it was folded before being pushed into tip". It was also noted that the haptic was damaged. The issue was noticed while loading, prior to insertion. There was no patient contact. The issue was not due to use error. The procedure was completed successfully using a back-up lens (same model and diopter). Balanced salt solution (bss) with no additives was used at room temperature as a cartridge lubricant. No further information was provided.